Manufacturer narrative:
H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis.  The bwi product analysis lab received the device for evaluation on 09-jul-2021. The investigation was complete on 16-jul-2021. An analysis was performed on the video that was provided by the customer. A video showing the catheter tip leaking was received for analysis and reddish material was observed in the pebax. The video does not provide sufficient information related to the force high and irrigation inadequate, and therefore no result can be obtained from it. Customer complaint cannot be confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, carto, cool flow pump and patency evaluation of the returned device. Visual analysis of the returned sample revealed reddish material and a hole in the pebax with metals exposed on the thmcl smarttouch catheter. The shaft proximity interference (spi) functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Patency testing and cool flow pump were performed following bwi procedures. The catheter was flushing correctly during the analysis. A manufacturing record evaluation was performed and no internal action was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported could be related to the blood observed inside the pebax. The root cause of the pebax damage cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through bwi¿s quality system. The instructions for use contain the following recommendations: before use, check irrigation ports are patent by infusing normal heparinized saline through the catheter and tubing. Also, do not continue the use of the catheter if still occluded or if it is not functioning correctly. The force sensor of the catheter is disconnected, if the problem persists, replace the catheter cable or the catheter. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿irrigation inadequate¿ and ¿force high¿ issues. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102); cause not established (d15) / component code: membrane (g04088) were selected as related to biosense webster¿s, inc. Product analysis lab finding of ¿hole in the pebax with metals exposed¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed the hole in the pebax with metals exposed. Initially, during the procedure, an error code '88' was displayed. A second catheter was used to complete the procedure. There was no patient consequence reported. Additional information clarified that there was no error. When the catheter was used, the force values displayed were high during ablation. The display of force values were normal when they were not ablating. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. A video was also provided showing a catheter tip leaking was received for analysis. The force high issue was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The irrigation inadequate issue was assessed as not MDR reportable. Intermittent or low irrigation was highly detectable by the physician. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 09-jul-2021 reddish material and a hole in the pebax with metals exposed. The lab finding of the hole in the pebax with metals exposed was assessed as MDR reportable. The awareness date for this bwi product analysis lab finding is 09-jul-2021.